Event description:
It was reported that during a lap incisional hernia procedure, the shears made a funny sound and would not cut. A like device was opened and the procedure was completed without pt consequence.